Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device would not fire, did not load a clip. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Jaw or cam interface is disengaged, malformed clip. Eval summary: the analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clip, thus injecting the remaining clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device, as dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.